Event description:
It was reported that lead model 4024 was capped and abandoned due to insulation break down and low impedance. The replacement lead, model 5076, was implanted, perforated the day after implant and was explanted. A new lead model 5076 was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis and no anomalies were found. It was observed the outer insulation was breached cut, apparent explant damage.